Manufacturer narrative:
The customer-reported issue was able to be confirmed and reproduced. During investigation testing the freedom onboard battery failed to gain any charge or discharge. The root cause of the battery's inability to charge or discharge was caused by the crowbar circuit being activated resulting in the battery becoming permanently faulted. Syncardia has a corrective and preventive action (CAPA) to address any applicable actions related to permanently faulted onboard batteries, and the inability of users to recognize when freedom onboard batteries are disabled. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce (B)(4) follow-up report 1

Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery was unable to charge. There was no reported adverse patient impact.